Manufacturer narrative:
It was indicated by the user there were no inop alarms generated for the spo2 measurement issues, but this was not confirmed by philips. It was indicated the user did not recall any specific actions related to the spo2 sensor and the sensor was just placed on the patient's finger. The product support engineer is still in the process of reviewing the available information. The case is still in investigation and a follow up will be provided when complete.

Manufacturer narrative:
A philips product support engineer (pse) reviewed the information provided for the confirmed event on date 27jan2025 - 12am - oit-5 bed. The pse determined that between (B)(6) 2025 23:51 and (B)(6) 2025 00:25 there a several spo2 inops logged. However, there are no inops in the central station audit log listed between (B)(6) 2025 23:51 and (B)(6) 2025 00:25. The pse stated that the following two scenarios could describe the situation during this time frame: a) there really were no spo2 related inops in this time frame; or b) there were spo2-related inops, but they were not logged by the central station. Please note that different central station versions log a different number of inops. There are inops that are not logged by any central station version. To determine what really happened in this time frame, we would require getting information directly from the affected monitor/x3. A list of questions were provided the fse, including what logs would be required to provide an accurate review if the event reoccurs. It was indicated by the user there were no inop alarms generated for the spo2 measurement issues, but this was not confirmed by philips. A philips product support engineer (pse) reviewed the information provided. Based on the limited information provided the pse was unable to determine what really happened in this time frame. Additional information would be required directly from the affected monitor/x3 which was not provided/available. It was indicated the user did not recall any specific actions related to the spo2 sensor and the sensor was just placed on the patient's finger. Based on this information, some of the event details remain unknown and the root cause of the issue has not been determined; however, there was no actual harm to the patient. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. A review of provided logs by product support engineering revealed several spo2 inop alarms had occurred. The technical inop alarms for sensor disconnect were generated but then completed with no acknowledgment. Though several inop alarms occurred, they were not logged by the central station; however, depending on the version of central station and settings, not all inops are logged. In addition, clarification could be obtained from logs directly from the x3 monitor; however, this data was not available.

Event description:
It was reported the spo2 measurements are incorrect, or the measurement stops without a technical inop alarm. It was indicated the issue was noted on adult patients who were connected with an spo2 finger sensor. The users restarted the monitors, which resolved the issue for some time. In one care unit, changing disinfectant wipes appears to have reduced the reported issue but in other units, the issue occurred again. The reported issues result in intermittent monitoring of ICU patients; however, there was no actual patient harm at this time.

Manufacturer narrative:
An attempt was made to try and confirm the event date, but the philips field support engineer was unable to confirm the date. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporter phone # (B)(6).